Manufacturer narrative:
Device not returned for evaluation.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the oxygen flow went from 100% to 78% within five (5) mins. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. It was unk if the device was changed out during the procedure.